Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer stated that was unsure if the pump was delivering and took more insulin than normally would have but ate after to increase blood glucose (bg) and had an elevated bg level. The customer's blood glucose was 58 mg/dl overnight and 447 mg/dl the next day. The customer delivered insulin with the pump to manage high bg level. Reportedly, the customer was not sure how much insulin the cartridge was filled with due to poor eyesight. Tandem technical support educated the customer regarding the fill estimate and instructed to check the delivery in the pump log to confirm delivery amount. The customer acknowledged.